Event description:
Pulmonetic systems, inc. Received an email from a representative of hospital in 2002. The representative reported the following problem: inop with alarm during operation. Reset unit, operated for approximately 60 minutes, then shut down again. Unit could not be turned back on. No allegations of patient harm.